Event description:
It was reported that the patient presented symptomatic at the doctor's office, and there was no magnet response, no telemetry, and no output. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis revealed normal battery depletion.